Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report number 1627487-2019-09340. It was reported that during procedure, lead extension damage issue was observed reported in manufacturer report number 1627487-2019-08944. The end of the extension was left in the implantable pulse generator (ipg). The ipg nine-sixteen hole was unable to be opened resulting in the extension unable to be inserted into the ipg due to set screw issue. A new extension used during the procedure, was damaged during the procedure as well. No further information is available at this time.